Manufacturer narrative:
E-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned and x-review DHR. Distribution history: the complaint product was manufactured at csi on 07/11/19 under work order (B)(4). Manufacturing record review: DHR - 271865 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history record not applicable to this product. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions where the occluder started leaking during the procedure. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. However, the complaint condition is very similar to other complaints as mentioned earlier. In those complaints, the device started leaking during the procedure. Root cause: no definitive root cause for this issue could be reliably determined at this time, since the product was not returned for investigation nor verification. It should be noted that the dfu of the device (rumiiikoh-dfu) states that the device should be tested by inflation of the occluder with 20-60 cc of saline prior to usage. The complaint states that the device was leaking during the procedure, indicating that the product was tested and was working prior to the leak. A possible root cause of this may be that the occluder encountered a sharp object during usage. Other complaints of occluder leakage were also attributed to the product encountering a sharp object when complaint product was returned for investigation. Correction and/or corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Was the complaint confirmed? Yes.

Event description:
"Rep called in to state koh cup did not properly function during live procedure - hysto patient began losing pneumo half way thorough the procedure rep reported that the 3.0 cup should have avoided the loss and of pneumo and felt as though the 3.0 cup was defective . Item tossed by customer and could not be recovered to be evaluated". Ref e-complaint-(B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed.

Event description:
"Rep called in to state koh cup did not properly function during live procedure - hysto patient began losing pneumo half way thorough the procedure rep reported that the 3.0 cup should have avoided the loss and of pneumo and felt as though the 3.0 cup was defective . Item tossed by customer and could not be recovered to be evaluated." Ref e-complaint (B)(4).